Event description:
On (B)(6) 2009 small xia operation for tlif of l5-s was performed. Afterwards, on (B)(6) 2012 extraction of small xia was performed to fix t4-5. A blocker was worn when surgeon loosened s right blocker with blocker inserter. The surgeon sharpened the blocker in a steel bar and continued operation without a problem.

Manufacturer narrative:
This report is filed on the blocker. The instrument that was used to insert the blocker, a xia titanium 4.5 4mm blocker inserter short, catalog # 481370082s, lot # 10c348 was also evaluated and visually inspected. As no piece of this instrument broke off, there is no danger of any part falling into the pt¿s cavity and this device was not reported. Method: risk assessment. Results: the blocker that was successfully implanted during initial surgery and removed during the new surgery was either damaged during insertion or removal and was not returned. Complaint history analysis: three previous records for the blocker inserter short, the instrument used to insert this blocker with one record reporting the fact that the inserter could mistakenly be used under high torque (to final-tighten/ remove the blocker). Risk assessment: no adverse consequences reported. Surgeon succeeded in removing the blocker and continued the operation with no further problem. Conclusion: the returned blocker inserter short was exposed to higher than expected torque likely causing the damage to the blocker which was not returned. The surgeon succeeded in removing the blocker and the surgery was completed without problem or adverse consequence for the pt.